Event description:
Customer reported on a bravo capsule that failed to detach from delivery system. The doctor had to break the handle in order to detach from the patient. No injury was caused following this procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.